Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). After the acetabular cup and liner were implanted, the surgeon was trialing the femoral stem and head. After reducing the joint, the surgeon recorded a checkpoint, and the rio displayed the leg was trialing the femoral stem and head. After reducing the joint, the surgeon recording a checkpoint, and the rio displayed the leg was longer than planned. The surgeon went ahead the implanted the final stem and head, and reduced, and the same leg length result was measured by the rio. The surgeon performed a manual assessment of the patient's leg length and confirmed the result was as he originally planned. The case concluded with a reported successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be submitted when results are obtained.